Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a left craniotomy and grid application with resection of left frontal lesion on (B)(6) 2015 and suture was used. Approximately two weeks following the procedure, the patient experienced suture spitting at the wound site and infection. The patient was admitted from home 11 days post-surgery. On (B)(6) 2015, there was a slight gap mid incision. On (B)(6) there was a bump on the 20mm incision with purulent discharge. On return from loa, the patient went to the emergency room and was treated with antibiotics. For 2 more weeks the patient was seen post discharge in the emergency room and in august cellulitis was found at the incision site. The surgeon opines the contributing factors included a stitch abscess due to sub dermal absorbable suture and the incision had scabs and was still being absorbed four months post procedure. The patient did not require re-suturing . The patient is currently discharged home.